Event description:
We recently became aware of an infection transmission issue related to limitations of disinfecting the duodenal scope. No harm to secondary patient. Two patients underwent ercp with the same scope. Original pt cultures were positive for esbl e coli.